Manufacturer narrative:
(B)(4). Concomitant medical device: unk cup, unk liner, unk stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03247. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent left hip revision due to dislocation approximately 12-13 years post initial surgery. Head and liner was revised.

Manufacturer narrative:
Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Review of the available records identified superior dislocation of the femoral head within the acetabular cup. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.